Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.

Event description:
The customer reported via phone call that they were receiving a change sensor alert. Customer changed the sensor yesterday and the sensor is less than 20 hours old. Customer stated that they also received a calibration error and had sensor glucose vs. Blood glucose issues. Customer's sensor glucose was 80 mg/dl, but their blood glucose was 403 mg/dl. Customer treated with the pump and stated that they were okay to troubleshoot. Customer had a bad sensor alert after a 2nd consecutive calibration error. Customer was advised to remove and change the sensor. Customer was experiencing intermittent calibration error alerts and was adhering to proper protocol. Customer was also advised to change the site and return the sensor in use. Customer was offered a replacement for the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report was created in error.